Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on (B)(6) 2023 from the nurse of a 57 year old female patient with a medical history including end stage renal disease, who stated the patient''s throat was sore, ears blocked and lymph nodes swollen approximately thirty minutes into her first in-center hemodialysis treatment on (B)(6) 2023. The patient was administered diphenhydramine (benadryl) and hydroxyzine (vistraril), routes and doses unspecified and transported to the hospital. Additional information was received on (B)(6) 2023 from the nurse, who stated the patient did not experience any additional symptoms. While at the hospital, patient was treated with 50mg diphenhydramine (benadryl) intravenously, released same day. Per the nurse, the patient has recovered and plans to resume therapy with the nxstage system, using a dialyzer from a different manufacturer.